Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt reported that their right hand has been swollen since last night and hurting for the past 2 days. Pt stated they cannot charge the ins because the controller is lost or broken and they ordered another one and it should be here by the time they have surgery on the (B)(6) of this month (pt did not state what the surgery was for). Pt stated the hcp told them to call medtronic to get a rep to come charge the pt's body because the pt is in too much pain and they can barely walk. Pt stated they are taking 'pills' every day and the nerves have taken over their body. Pt added that they cannot move their middle fingers and their knee hurts so bad. Pt was redirected to hcp to further address possible meeting with a mdt rep. Agent clarified with patient on if the surgery on the (B)(6) was related to the device/therapy and the patient reported they had the implant battery replaced because it was not working and it was time to replace it. Patient clarified their charger was broken (or gone, patient was difficult to understand) so they had not charged the implant in a couple of months. When the patient did charge the implant, the patient reported 'it wouldn't stay on too long.' Agent asked, patient clarified they could charge it, and then it would go out (confirmed as depleted) in like a day or 2. Patient talked fast and did not clarify when agent attempted to ask about previous longevity. Patient reported they had to replace the battery anyways, as it normally needs to be replaced in between 8-9 years. Agent attempted to clarify if eri/eos was seen, patient was unclear/did not know, but indicated 'it's been 8.5 years so it was time to replace it.' Agent asked if the replacement was a normal replacement due to normal service life of 8-9 years and patient indicated that it was a normal replacement. Patient added the battery wasn't lasting as long because it was so old.